Event description:
The hosp reported two patients sustained micro-perforations during two separate procedures with the same doctor on the same day. The first pt was admitted to the e.r. Within twenty-four hours after the procedure. The second pt came back to the hosp for unspecified difficulties within approximately forty-eight hours. Both patients were adminstered medication (not disclosed) to resolve this issue. Both patients have reportedly recovered, and are doing fine. No further complications have been reported.